Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during a hemorrhoidectomy, that after receiving, an error code 5, the blade was cleaned and the tip fell off. No pt consequence.